Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Res vol is 36.7 ml, rate is 2.1 ml/hr, given is 62.0 ml. Patient not affected. No further information available.